Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the gastroscopy with the device, the indicators on the front panel of the device went out and an endoscopic image disappeared. The user replaced the device to another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. The power of the device was turned off because the power supply section of the circuit board was short-circuited and overcurrent was flowing due to accidental failure of the parts on the circuit board. Endoscopic image disappeared because the power of the device was turned off.